Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, multiple auto mode switch episodes were observed due to atrial lead noise. Loss of capture was also noted during the auto mode switch episodes. Further in-clinic testing was recommended. The patient was stable. No further information is available at this time.

Event description:
New information received indicated that through remote transmission, additional auto mode switch episodes were observed due to atrial lead noise. The patient was asymptomatic. Programming changes and further testing were recommended. The patient will continue to be monitored.